Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with device in backup vvi mode. The patient had undergone an MRI exam and received inappropriate hv therapy. Device download was performed successfully and tachy therapy was disabled due to the patient having terminal cancer.